Event description:
It was reported by the patient with this implantable cardioverter defibrillator (ICD) that the patient was implanted with incorrect device and needed to have surgery since having unspecified anomaly. Technical services (ts) referred the patient to the physician. This device remains in service. No adverse patient effects were reported.